Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. None of the suspect lots cited any exception documents. ((B)(4)). Receipt review: 11/3/2016 - received one used 011-46103-25, safeset¿ transpac® IV w/03 ml reservoir and single needleless valve, patient mount, lot# unknown. The red striped tubing was confirmed to have separated from the red male luer. Functional testing: unit was visually examined a solvent ring was not observed to flow completely around the pressure tubing. Final analysis summary: the reported complaint of pressure tubing coming away from male luer was confirmed. The root cause of the failure was from insufficient solvent. ICU through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process. Device hasn't been received.

Event description:
Complaint received regarding two 011-46103-25, safeset¿ transpac® IV w/03 ml reservoir and single needleless valve, patient mount, lot# unknown. The report states; the tubing has come away from the transducer end of the needleless valve at the male luer. There was minor leaking. No adverse operator consequences reported.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. None of the suspect lots cited any exception documents. (3115470, 3207778, 3145191, 3253161 and 3224313). Hasn't been received.

Event description:
Complaint received regarding two 011-46103-25, safeset transpac IV w/03 ml reservoir and single needleless valve, patient mount, lot# unknown. The report states; the tubing has come away from the transducer end of the needleless valve at the male luer. There was minor leaking. No adverse operator consequences reported.